Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the syncopal patient presented in clinic for follow up with their pacemaker exhibiting premature battery depletion, high thresholds, and loss of capture. The device was explanted and replaced on (B)(6) 2018. The patient tolerated the procedure well and was stable during and after the procedure.